Event description:
Customer called stating that the smaller driver arm is loose and moving from side to side and that the arm was disengaged from the drive nut. Both driver arms moved freely across the leadscrew.